Event description:
It was reported that the patient presented in clinic for follow up. X-ray revealed dislodgement on the atrial lead. Physician elected to explant and replace the atrial lead. The patient condition was stable.